Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm anomalies noted. No blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was priming overnight and it shut off. Customer stated they did not received a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.